Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the roller and handle were worn and the ratchet was not working. The ratchet gear and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: australia.

Event description:
It was reported that during surgery, the device was not catching /sending through the carrier plate. There was no ratchet sound from handle. The handle was not able to perform the up and down motion. There was no patient harm or surgical delay reported. An alternate device was available for immediate use. Due diligence is complete, no further information is available.